Event description:
Rptr had back surgery on 9/3/93 to repair herniated discs. Pedicle screws were inserted to enable fusion. Rptr has had another surgery on 12/9/94 for exploratory surgery due to increased pain. The pain still persists and even increases at times. Rptr had exploratory surgery 12/9/93.